Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'up arrow button not working on keypad' which was reproduced during evaluation. The cause was determined to be a keypad flex not being seated fully in the input/output (I/o) board. The keypad flex was reseated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump up arrow button was not working on the keypad during testing at the biomed service department. There was no patient involvement. No additional information is available.